Event description:
It was reported that the downstream occlusion sensor was defective. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The pump was received for evaluation in good condition with the keypad and labels intact. The event log was reviewed and found 3 errors: pump turned on, pump primed, and pump down. Functional testing was performed by powering up the pump and running it. The pump started alarming with a double beep. Once a cassette was attached the alarm stopped. This is usually caused when the cassette detector is stuck high and the upstream sensor occlusion (uso) is not sensing any pressure. The reported failure could be duplicated. The root cause of the reported failure was due to a faulty downstream sensor occlusion (dso) sensor. The dso sensor will be replaced. (UDI) is unknown. No information available to date.